Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has not had the pump on for several hours because of the low blood glucose. Customer treated with food. Customer's blood glucose was now 300 mg/dl instead of 27 mg/dl. Customer stated that she had the low blood glucose about a week ago. Customer stated that she has a replacement pump and her most recent set change was about 3 days ago. Customer performed the displacement test and passed. Customer was advised to monitor the issue and contact her health care professional regarding the low blood glucose.